Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's right eye. The lens was noted to be torn after insertion into the eye. The lens was removed with no patient injury. The lens was exchanged for another staar toric lens. Stated the incident was not product related. The cause of this incident is unknown.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method - lens work order search. Results: visual inspection of the returned product found one whole plate haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review - reportedly, the damage of single-piece toric (15.5se/+3.5) iol was noted upon insertion and subsequent removal/exchange was performed intraoperatively. Incision was not enlarged and no other tissue damage was reported. According to the customer complaint questionnaire, dated on (B)(6) 2014, the event was not product related but the exact cause was unknown. Another toric lens (16 se/+3.5) was successfully implanted without postoperative sequelae. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).